Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that she left the insulin pump on the counter while showering and got out to find it was wet and foggy. After a while the keys began fail and now they are completely unresponsive. Blood glucose value is 151 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump was also received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.